Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in tokyo, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the icon of an electrical remote-controlled tubing clamp (erc) disappeared from the cp5 control panel and clamp failure was displayed on the s5 system panel. There was no patient involvement.

Manufacturer narrative:
Based on follow-up communications, livanova learnt that erc zka and zkb boards were replaced as a precautionary measure. A review of the service history for the affected device confirmed that the reported event represented the first occurrence associated with the specific unit involved. No concerning trend was reported related to this failure mode. As the reported event could not be reproduced during on-site testing, and based on the information currently available, the event is considered isolated, while the root cause of the occurrence could not be conclusively established. Nevertheless, taking into account the outcomes of previous investigations into similar events, it cannot be excluded that a temporary and non-persistent malfunction of an internal component, including one or both of the aforementioned boards, may be considered a potential contributing factor associated with the reported behavior. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See inital report.

Event description:
See initial report.

Manufacturer narrative:
H11. Livanova field service engineer was dispatched to customer facility. Upon device evaluation the issue was not reproduced but it was confirmed that the clamp control board will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.